Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 650 mg/dl. Customer's other blood glucose value was over 400 mg/dl and was getting no delivery so they changed it out. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and was admitted to intensive care unit for two days. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.